Event description:
Information was received indicating that this "tubing 100ml cassette" exhibited leakage. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received: no patient involvment and no patient injury resulted.

Event description:
Corrective event information received from customer: the green flow stop mechanism wouldn't release to allow the fluid to go through the tubing. A new cassette was prepared prior to the patient receiving the pump.